Manufacturer narrative:
The customer's report that the tubing separated and leaked was confirmed. Visual inspection showed separation between the tubing and the male luer. Insufficient solvent was observed around the end of the tubing where the separation occurred. The separated tubing was measured and found to be within specification. Functional testing could not be performed due to the separation. The root cause was identified as insufficient solvent having been applied during manufacturing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing separated and leaked from the distal luer lock "at patient". There was no report of patient harm.